Event description:
It was reported that a faradrive steerable sheath during preparation to treat an atrial fibrillation (a fib) presented a damaged dilator. During preparation the nurse noticed the tip of the dilator was damaged. A small part was hanging loose. It was not safe to insert this into left atrium. A new sheath was opened and used to complete the procedure. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during preparation to treat an atrial fibrillation (a fib) presented a damaged dilator. During preparation the nurse noticed the tip of the dilator was damaged. A small part was hanging loose. It was not safe to insert this into left atrium. A new sheath was opened and used to complete the procedure. No patient complications occurred. The device was received for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Faradrive sheath was returned with the dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Damage on the dilator tip was noticed. An attempt to evaluate the sheath for functionality observed difficulty in rotating the steering knob, preventing the sheath from engaging deflection. Inspection of the dilator confirmed the damage on dilator tip. Dissection of the sheath handle found the friction gasket adhered to the shaft of the sheath and the distal surface of the screw component, resulting in the failure to perform deflection as seen during functional evaluation.